Event description:
The patient underwent replacement due to battery depletion. During the surgery, the lead was discovered not to be intact. The surgeon is unsure if the lead was cut by the resident or not, but the lead was cut. The surgeon then proceeded with a full revision due to this. The system was unable to be interrogated due to normal end of service in pre-op therefore no pre-op impedance is available. All products were discarded by hospital per hospital policy, so they will not be returned. No additional relevant information has been received to date.